Event description:
Additional information received indicated a replacement device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, capture, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.

Event description:
Additional information received indicated the device was later explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic for minor injuries related to falls during episodes of syncope. Upon investigation, episodes of loss of capture were observed on the device. As the patient was pacemaker dependent, the physician alleged the episodes of syncope were due to the loss of capture. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.